Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint #: (B)(4). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist who was present on the site. Available information suggests imaging related issues and operational context likely contributed to the event. Per event description, during the procedure there was challenging imaging. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where two devices were implanted. A late slda of the second device was detected in tee on post-operative day 10. During the procedure there was challenging imaging. The first pascal ace was grasped a2/p2 and the second one a2/p2. The mitral regurgitation (mr) before the procedure was severe and after the procedure was moderate. At the time the slda happened the mr came back to severe. The patient might be scheduled soon for another pascal procedure to stabilize the slda-device and improve mr. As per medical opinion the root cause of the event is unknown.